Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log revealed no keystrokes, programming, or use related events that could have caused or contributed to the reported death. A visual inspection of the device was performed and unrelated damage was noted on the cover assembly. The cover assembly was replaced. The device passed all check and calibration tests successfully during service. A power on self-test was successfully performed. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was sent for servicing. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was not hospitalized prior to death. Pd therapy was ongoing until the time of death and the patient was using the hc device when they passed away at home in their sleep. The cause of death was reported to be a cardiac event and related to end stage cardiac disease. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.